Event description:
Dewey, r.b. Iii, o'suilleabhain, p.e., sanghera, m., patel, n., khemani, p., lacritz, l.h., chitnis, s., whitworth, l.a., dewey, r. B.,jr. Developing a deep brain stimulation neuromodulation network for parkinson disease, essential tremor, and dystonia: report of a quality improvement project. Summary: to develop a process to improve patient outcomes from deep brain stimulation (dbs) surgery for parkinson disease (pd), essential tremor (et), and dystonia. Reported events: case 7: a (B)(6) male patient with ventral intermediate nucleus of the thalamus (vim) deep brain stimulation (stn-dbs) for essential tremor (et) experienced ¿continuing¿ unexplained shocks during stimulation. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event. See attached literature article.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.